Manufacturer narrative:
Strain relief (B)(4) and outflow graft were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the devices were not returned and there is no evidence or supporting data provided. However, heartware has initiated an internal investigation to further evaluate issues related to leaks at the strain relief clamp and/or damages (tears or cuts) to the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the event description, the most probable root causes of the "leak" or "bleeding" at the outflow of the pump are the improper seating of the strain relief clamp over the pump outflow port or the damage to the outflow graft by the operator. The most probable root causes of the "leak" or "bleeding" at the outflow of the pump are the improper seating of the strain relief clamp over the pump outflow port or the damage to the outflow graft by the operator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the medical staff and patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported from the u.s. That the patient was taken back to the operating room the day after device implant for bleeding. When they opened the chest, a leak in the pump to outflow graft junction was discovered. By thoracotomy approach, a new outflow graft was opened and used. Existing strain relief was used. Patient is stable in intensive care unit (ICU). The investigation is ongoing.

Manufacturer narrative:
Updated narrative: additional information received from the clinical database indicates that the patient's bleeding was further complicated by post-operative thrombocytopenia. The patient's thrombocytopenia was treated with the transfusion of four units of platelets on (B)(6) 2015 and a further unit on (B)(6) 2015. The thrombocytopenia event was reported to have normalized and been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the hvad procedure and unrelated to the hvad system or to the patient's condition. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Updated labeling: the hvad outflow graft is designed to provide a connection between the outflow of the hvad pump and the anastomosis to the patient's ascending aorta. A cut or tear in an implanted outflow graft that is not noted during the implantation procedure has the potential harm of serious injury or death due to internal bleeding. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that the during attachment of the outflow graft to the hvad, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to genly pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. According to the IFU, surgical procedures are associated with numerous risks that include, but are not limited to, bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient developed post-operative bleeding after his pump exchange. Post-operatively the patient developed hypotension with low hvad pulsatility and suction events. The patient was treated with crystalloids and with the transfusion of twenty units of packed cells, eleven units of fresh frozen plasma, three units of platelets and one unit of cryoprecipitate. Diagnostic testing was suggestive for right ventricular thrombus, ascites and left pleural effusion. The patient underwent placement of a chest tube which drained 1l of fluid. The patient returned to the operating room on (B)(6) 2015 for re-exploration of his chest where bleeding and clots were seen. In addition, the outflow graft was noted to be leaking (previously reported) and was replaced. The patient was returned to the intensive care unit with his chest left open.  Bleeding resolved and the patient's chest closed on (B)(6) 2015. During this sequence of events, the patient's condition also required treatment with vasopressors and with nitric oxide. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A supplemental report is being submitted for correction to h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that at the time of the event, the patient was not on anticoagulant therapy because of his immediate post-operative status. The patient's post-operative condition was also reported to have required a norepinephrine infusion on (B)(6) 2015. After having gone back to the operating room on (B)(6) 2015 for re-exploration, the patient was kept sedated with precedex, fentanyl and versed and the patient was on vasopressin, epinephrine and milrinone. The primary investigator reported that the event was related to the implant procedure and unrelated to the study device or the patient's condition. No further information has been provided.(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.